Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# va0l1c8, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported there was a superficial infection at the left burr hole site. The left frontal/parietal area had cranial wound dehiscence/incisional wound opening at implant site. The patient had white drainage from the scalp and the area was slightly reddened. Examination showed white granulation from the left cranial wound. The patient also had a fever and pain. Intervention included wound washout and closure of the left cranial wound. An extensive wound washout was done along with cleaning skin edges, mobilizing the scalp and closing. The event resulted in in-patient hospitalization. The surgical washout was considered successful and the patient did not need to get the system removed. The patient was back in good health and the event was considered resolved without sequelae.